Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(4) 2012 alleging that on (B)(6) 2012 the patient's blood glucose (bg) elevated to over 500 mg/dl accompanied by vomiting and large ketones. The reporter stated that the patient was taken to the hospital where he was admitted and kept overnight and treated with IV's and insulin for high bg. The reporter stated that the basal rates in the pump were programmed at 0.000 units per hour, even though the home screen of the pump read 1.300 units per hours. The pump was reset and the patient was continued on insulin pump therapy at the time of discharge from the hospital the morning of (B)(6) 2012. This complaint is being reported because the patient experienced a serious adverse event while on insulin pump therapy as well as the unresolved complaint regarding the programming of the pump's basal amounts.